Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) reports code #14 alarm sounded. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. Corrected field: d4 unique identifier (UDI) #. A getinge field service engineer (fse) arrived onsite, turned on unit and the code 14 alarm sounded. Removed and replaced the compressor as required as per manual. Completed repair with all functional and safety tests per manufacturer specifications. The defective components were received for further investigation. The failure analysis and testing department received compressor rev. B, dtech with a reported unit failure of an error code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.